Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device is unknown. No information has been provided to date.

Event description:
It was reported that a green screen alarm occurred. No patient injury was reported.

Manufacturer narrative:
Other, other text: device evaluation: a blank screen was replicated on the device at power up. This event can be attributed to an incomplete upload of software by the customer. To resolve, the software installation process was completed and preventative maintenance was conducted on the device. Following these actions, the device passed all functional testing. A DHR was not completed, but a service history review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation.